Manufacturer narrative:
This event is being reported as it appears that it could be a product malfunction. Although, it is not likely that if it were to recur, that it would cause serious injury or death. It is unknown if the product caused or contributed to this event. Consumer stated that she would return product to j&j. J&j has requested medical records to determine location of infection. This closes out this report unless new or significant information is received.

Event description:
On 06/20/07 consumer contacted j&j to report that she used the product for four days two months earlier, and on three days later, she developed pain in her lower abdomen. She saw her hcp the next day. A piece of the tampon stuck inside her vagina. Bloodwork was done and wbc was elevated. CT scan of abdomen was done. Consumer developed an infection, redness and swelling from cervix down and was treated with antibiotics. Her symptoms have abated.